Event description:
It was reported that the device showed unexpected battery depletion. It was replaced and returned for analysis. Apart from revision surgery no adverse patient side effects were reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected since august 2015. However the current consumption was normal. At a next step the ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. During subsequent analysis the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies but the battery was found to be almost depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any abnormality. In particular the current consumption proved to be normal and expected. At a next step the battery was sent to the manufacturer for analysis. The battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. The destructive analysis revealed that an internal short circuit within the battery contributed to an increased internal self-depletion and thereby to the clinical observation. Please note that the device was fully capable to deliver anti-bradycardia therapy while implanted and in service.